Manufacturer narrative:
Medwatch sent via (B)(4) to FDA on (B)(4) 2011. Device labeling: explantation - patients should be advised that implants are not considered life time devices and they will likely undergo implant removal, with or without replacement, over the course of their life. Patients should also be advised that the changes to their breast following explantation are irreversible.

Event description:
Doctor reported right side inflation, breast implant was larger than original fill volume, physician stated "about 250 cc". Patient was in the eight month of pregnancy. Explanted breast implant.